Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified; wear abrasion, fold creases, observed void >1 mm in non-textured, valve-to shell-bond area. The leak test and microscopic analysis was performed which identified: no openings or delamination found (the device didn't leak). The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: the device doesn't leak.

Event description:
The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reports left side deflation. The device remains implanted.